Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. Additional information was requested, and the following was obtained: what was indication for the surgery? -jejunal tumor exactly what 2 structures were being connected? -jejunal and jejunal how was the post-op bleeding identified? -patient post-op haematemesis, blood pressure decreased. How many days postoperative was the bleeding identified? -5 hours after surgery what was the total estimated blood loss (ml)? -3000ml was a transfusion required? -yes how was the bleeding addressed? -re-operation, suture sewing. What was the pre and postoperative anti-coagulant and pain management protocol? -no was the bleeding intraluminal or intrabdominal? -intraluminal were there any issues noted with staple formation? If so, please describe the shape and location. -no what was the supportive of treatment given? -hemostasis, antishock.

Event description:
It was reported that after a partial resection of jejunum. Surgery , the patient returned to the ward . The patient experienced hematemesis, gastric tube drainage of hemorrhagic contents, decreased blood pressure and other symptoms. Then the patient was transferred to ICU for treatment. On the evening of (B)(6), exploratory laparotomy + ligation and hemostasis for anastomotic bleeding were performed again. During the operation, active bleeding from one vessel at the anastomotic site was observed. The patient was postoperatively given supportive treatment. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.